Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not declare a low blood glucose (bg) continuous monitor glucose alert (cgm) alert or high bg cgm alert when they should have been declared. Customer did not report bg value. Customer confirmed pump setting was on. Tandem technical support reviewed pump history and confirmed that an alert was declared and cleared; however, the customer reiterated that the alert was never declared. Multiple contact attempts were made by tandem technical support to instruct the customer to upload pump data for analysis; however, the customer did not upload data and did not respond.